Event description:
It was reported that the pump became hot to touch. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to monitor the system and call back if the issue recurred.